Event description:
It was reported that the device was used during a stereotactic breast biopsy. The first device, the clear plastic sleeve came off and did not deploy. The second device, the plug could not be deployed, bending the aluminum push rod. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Tube detached. Eval summary: the analysis results confirmed that one mam3008 applier (a) was received with the tube detached from the handle and the collagen plug with the clip present. Functional test could not be performed due to the condition of the returned applier. A corrective action has been initiated to address the root cause of the deployment issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process. The analysis results confirmed that one mam3008 applier (b) was received with the tube detached from the handle and the collagen plug with the clip present. Functional test could not be performed due to the condition of the returned applier. A corrective action has been initiated to address the root cause of the deployment issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process. Device b additional info: batch # f9gx2j. Expiration date: 05/2014. Mfg date: 06/2009. Tube detached.